Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information obtained from the reporter (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the failure was a failure of the graphics processing unit (gpu) board due to effect of liquid ingress as there were traces of liquid ingress near the vent on the right side. Based on the service manual, it was confirmed that e116 indicates ccu failure (image is not displayed normally)(communication repeat). In addition, troubleshooting is explained as follows. ·if the cpu fan stops, eliminate the fan harness disconnection, replace the cpu fan, or remove foreign objects. If gpu fan stops, replace gpu or eliminate foreign objects. Replace following parts and identify area where errors no longer occur, then replace parts. Dimm (memory module). Gpu (graphics processing units). Cpu. Mb (mother board). Ssd (os, application software, save setting value). Power supply. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event, the procedure was completed with another processor and camera head. It was a therapeutic cholelithiasis. The procedure and anesthesia were prolonged for 10 minutes while the device was being replaced. There was no harmful effect on the patient and medical intervention was not required. The problem did not affect the outcome of the therapeutic procedure. Devices other than the 4k monitor were not connected to the camera processor.

Event description:
Olympus representative reported that scope error e116 appeared on the visera 4k uhd camera control unit, after being repaired. The issue occurred during preparation for use. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the returned device, the device shows an error e116 after power on, caused by defective graphics processing unit board. There were some signs of liquid ingress on the right side - near the air vents. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.